Event description:
It was reported that during an alif l5-s1 procedure the threaded stylette snapped off inside the trail inside the patient. The broken pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The product investigation visual inspection revealed the threaded tip was broken on the spindle. There were slight rub marks on the spindle and the shaft assembly, heavy marks and dings on the sides and back end of the knob, and rub/wear marks on the shaft. Based on the evaluation performed and since the root cause is from an unknown cause, this complaint is deemed indeterminate from a manufacturing position.